Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: opened the new package of egia60amt and assembled with idrive. Surgeon found that sulu did not close completely so she changed the new sulu and the new sulu closed completely. No tissue trauma or blood loss. No reinforcement material used in conjunction with stapler. Patient involved without injury. No extension of surgical time more than 30 min. The last known patient status is stable.